Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the patient coded. CPR was applied. During CPR the "electrode fell off" and there was noise on the monitor. The device was implanted and remains in use. No further patient complications were reported as a result of this event.